Manufacturer narrative:
Citation: mao l, luan j, yang y, et al. The efficacy and safety of gore conformable thoracic stent graft and valiant captivia thoracic stent graft for acute type b aortic dissection. Int j cardiol. 2023;382:3-11. Doi:10.1016/j.ijcard.2023.03.060. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A literature was received "the efficacy and safety of gore conformable thoracic stent graft and valiant captivia thoracic stent graft for acute type b aortic dissection." Int j cardiol. 2023;382:3-11. Doi:10.1016/j.ijcard.2023.03.060. The objective of this study was to compare the early and mid-term outcomes of patients undergoing thoracic endovascular aortic repair [tevar] for treatment of acute type b aortic dissection [tbad] using two different devices, conformable thoracic aortic endograft (conformable tag thoracic endoprosthesis [ctag]; and valiant captivia thoracic stent graft (medtronic inc., santa rosa, ca). There were 129 patients [ages 48-67, 111 males, 18 females] received ctag between january 1, 2008 through december 1, 2018. Complications included 6 deaths in the ctag group. One patient is unknown cause; however the patient had pleural effusion and partial atelectasis on admission [73 days post tevar], two patients with mods [multiple organ dysfunction syndrome, 150 and 240 post tevar respectively], one patient with psine [stent graft induced new entry, 445 days post tevar], one patient with type ia endoleak [863 days post tevar]. 30-day outcomes for the ctag group included two patients that developed type ia endoleaks, and were asymptomatic during follow-up. 3 patients in the ctag group had type ii endoleaks, and they were asymptomatic during follow-up. Postoperative major stroke occurred in 1 patient in the ctag group. Paraplegia occurred in one patient each in the ctag group. After spinal drainage and rehabilitation training, patient had myodynamia reverted to grade 5, and they were asymptomatic during follow-up. Mid-term outcome [26-60 months] and yearly outcomes included 3 reinterventions; one patient had psine 70 days post tevar and died due to mods, one patient had type ia endoleak 826 days post tevar and died, one patient had residual false lumen enlargement 365 days post tevar. Type ii endoleak occurred in 6 patients and stent-related stroke in 4 patients. The number of dsine in the ctag group were 3.

Manufacturer narrative:
H6: c19 - due to an unknown lot/serial number, review of the manufacturing and sterilization records could not be performed. Neither clinical images enabling direct assessment of product performance, nor the product was returned for evaluation. Based on the literature review and the subsequent investigation, no further information was provided to gore, therefore the cause of the event cannot be determined. Per IFU of gore® tag® thoracic endoprosthesis, complications and adverse events may include but are not limited to: endoleak, dissection, paraplegia.